Event description:
The customer contacted baxter's technical service center regarding a system error (se) 2267 alarm, which occurred on the homechoice (hc) during use. The home patient (hp) stated he was still connected and the baxter technical service representative (tsr) had the hp cycle power to se 2367. Then the tsr had the hp cycle power to press go to start and had the hp disconnect and remove the cassette. The tsr assisted the hp to clear the alarm and advised them to contact the nurse. The patient line was properly primed before connecting, extension lines were used and the patient line did not become separated from the transfer set. The patient did not press go to start therapy before connecting. All bags were properly connected, no open clamps on the unused supply lines and there was nothing unusual noted about the supplies. Proper disconnect procedures were not used the hp did reconnect. Proper procedures per the user manual were reviewed with the reporter. The supplies were not damaged by an outlet port clamp or an assist device used to make the connections. It was unknown how the hp would complete therapy. The sample was not available for evaluation. There was patient involvement but no patient injury or medical intervention indicated at the time of the initial report.

Manufacturer narrative:
(B)(4). The reported issue was not confirmed and the root cause was undetermined. Per the customer the sample was discarded and the lot number was unknown, therefore, no evaluation or batch review could be performed. A follow-up report will be filed if any additional information becomes available.